Event description:
It was reported that during an angioplasty procedure, the balloon allegedly had a leakage after pressurization up to 25 atm. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. One video was received and reviewed. The video shows the conquest balloon with blood residue. Fluid is seen dripping and streaming from near the distal end of the balloon during inflation attempt. Therefore, the investigation is confirmed for the reported balloon rupture as fluid is seen dripping and streaming from the balloon during inflation attempt. A definitive root cause for the reported balloon rupture could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a video was provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the balloon allegedly had a leakage after pressurization up to 25 atm. The procedure was completed using another device. There was no reported patient injury.